Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient¿s implantable neurostimulator (ins) site would get hot during recharging sessions if they ¿kept it on too long.¿ the patient stated that their recharger antenna would get too hot and a temperature screen was displayed. It was noted that this had been an issue since the patient was implanted on (B)(6) 2014. The patient also mentioned that their ins was implanted badly as it was at an angle. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient sat three to four hours at night trying to fully charge her neurostimulator then she got a message telling her to contact the manufacturer and nothing worked. When the patient got the signal, the charger was too hot and she would remove it from charging and cool off then start again; however, the patient could never get the signal that it was fully charged. Then the patient got the message to contact the manufacturer. The issue had not resolved. The patient had been sent new equipment, but last night the patient tried charging but could never get the bat blackened all the way across. It would heat up and the patient would wait until it cooled then try again for four hours. It was noted that the patient was five feet and two inches tall. It was also noted that the patient took medications. The neurostimulator was located at the patient¿s back and was tilted so it was hard to get an area for strength. The patient had to move it around and around to find full strength and had to spend the same amount of time, three to four hours, every night which was negatively affecting the patient¿s life. The patient charged every night, but it still took a long time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.